Event description:
It was reported that during an iliac stenting treatment procedure, the express biliary ld premounted stent 9.0x30x75cm fell off of the delivery balloon. The lesion being treated was a calcified, 75% stenotic lesion located in the tortuous, 9 mm diameter right common iliac artery. The physician used a 6f pinnacle introducer sheath and a terumo stiff 260 glidewire for lesion access via a left groin access site. The lesion was not predilated. There were no difficulties navigating the system through the sheath. The stent embolized and went as far as the right common iliac - almost as far as the external iliac, but above the hypogastric artery. The physician saw that the stent remained on the glidewire and delivered an 8mm balloon to it and deployed it at this non-target area. Subsequently, a second express biliary ld stent was successfully placed at the target lesion. No pt injuries or complications were reported. Pt status is reported as "fine".

Manufacturer narrative:
The stent remains implanted and the delivery device has not been received for analysis as of the date of this report. A supplemental medwatch report will be filed when the analysis is complete.